Event description:
It was reported that the user ran short on ilet cartridge supplies after overfilling initial cartridges and discarding them, with no reported device alarms and no reported impact on blood glucose. Symptoms included no adverse clinical effects. Outcomes included the need for an expedited goodwill shipment of cartridge fill kits and counseling on backup therapy wait times. Investigation included customer interview and documentation review by support. Investigation of this case revealed user handling error related to incorrect cartridge filling steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge preparation and supply management.